Event description:
Patient was revised to address aseptic loosening secondary to postoperative fracture. Update: (B)(4) 2012 - litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from pain and tenderness. The MDR decision has been reversed. A metal liner and femoral head have been added and initial emdrs created.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the head part and lot code combination; one additional report for the metal insert part and lot code combination. However, review of the as400 system show that 18 other devices from the reported metal insert lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes z2jhy1 and 1944929. A search of the complaint database search finds one additional reported incident against lot code 1913323 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.